Event description:
Patient reported son was diagnosed with "adhd" and is currently being treated with concerta, occupational therapy, and speech therapy. No indication of treatment or surgical reoperation. Device remains implanted. This medwatch is for the right side. See MFR#9617229-2015-00030 for the left side.

Manufacturer narrative:
(B)(4).